Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced a low-speed advisory, low flow, and pump off events while on grounded cable. The patient was asymptomatic. An x-ray was performed, and log files were submitted for review. The log file captured a lone low speed/ pump off event on (B)(6) 2025. It was later reported that the patient had a short to shield and the patient was expected to be discharged on (B)(6) 2025. Additional log files were submitted for review, which captured the low speed and pump stop events on (B)(6) 2025, which were likely due to short to shield. There were no further low speed or pump stop events noted in the remainder of the log using the non-grounded patient cable and battery power.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the account¿s submitted log file confirmed the reported low speed and pump stop events. Although a specific cause could not be conclusively determined as no product was returned for evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log file appeared to be consistent with potential driveline wire compromise. The submitted log files contained events from 29jun2025 through 27jun2025. A pump stop event was observed on (B)(6) 2025 and was associated with low-speed advisory/hazard, low flow hazard, low speed operation, and motor stop alarms. No other notable events or alarms were captured. Despite this finding, the pump appeared to function as intended and operated at or above the low-speed limit for the duration of the file. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU page of the abbott website. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.